Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead was found to be faulty with a suspected coil problem. The lead was attempted but not used. A new right atrial (ra) lead was successfully implanted. No patient complications have been reported as a result of this event.